Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user encountered a clipping issue during use. Additional information defines the issue as unable to ligate. There was no patient injury.

Event description:
It was reported that the user encountered a clipping issue during use. Additional information defines the issue as unable to ligate. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73l1700225 was manufactured on 11/13/2017 a total of 15,288 pieces. Lot was released on 11/17/2017. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that there were 3 clips remaining in the cartridge. The clip applier was not returned. Reference file anp1900062595 for investigation photos. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. All three remaining clips were able to properly load into the jaws of the applier and were successfully applied to true-max tubing without breaking. No functional issues were found with the returned clips. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "unable to ligate" was not confirmed based upon the sample received. Upon functional inspection, all three remaining clips were able to properly load into the jaws of a lab inventory applier and were successfully applied to true-max tubing without breaking. No damages were observed to any of the returned clips. Since no functional issues were found with the returned clips and the applier was not returned, the reported issue could not be confirmed.